Manufacturer narrative:
(B)(4).

Event description:
It was reported, there were coupling and/or communication issues with the stimulator. The stimulator had not been recharged for 6 months, and an over discharge was suspected. The recharger was replaced. The pt had surgery to fix the problem with the system on (B)(6) 2010. Add'l info has been requested, but was not available as of the date of this report.